Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the cause of the reported occlusion and its relationship to the mynxgrip vascular closure device and/or mynx procedure could not be conclusively established. It was reported that the patient had a history of coronary chronic total occlusion and there was extensive collateralization around the occlusion. There is no evidence to suggest that the mynxgrip vascular closure device did not meet specification. In addition, it was reported that the physician used an 8f sheath even though he had been educated by a company representative that it was off label use. Per the mynxgrip instructions for use (IFU), the mynxgrip device is indicated for use to seal femoral arterial access sites utilizing a 5f, 6f or 7f procedural sheath. Should additional relevant information become available a supplemental MDR will be filed. See medwatch form numbers: 3004939290-2016-00041 and 3004939290-2016-00042.

Event description:
It was reported that a patient was experiencing claudication a few weeks after a long catheterization procedure in which two mynx grip (6f/7f) devices along with an 8f procedural sheath was used for bilateral arterial closure. Both the right and the left groin were accessed. It was reported that the patient's vessel size was 7 mm. The physician considered that the mynx sealant may have traveled down the patient's leg and occluded a vessel below the knee. The physician brought the patient back for another catheterization procedure and found the occlusion below the knee. He stented the vessel and the patient's symptoms were resolved. The patient was described as fine. After a review of the angiograms performed on the day of the event, it was noted that there was a previous stent in the patient's iliac, as well as, extensive collateralization around the occlusion. The physician thought it was likely not the mynx sealant that caused the patients symptoms. The patient's hospitalization was prolonged as a result of the mynx event. The company representative provided re-education on the use of the correct sheath size for the mynx devices. No further information is available at this time. This is report 2 of 2 for this event.